Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the brake caster will lock in brake however the brake caster swivels when in brake. No pt impact.